Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case on display window corners, battery tube threads and reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Nothing further reported.